Manufacturer narrative:
A ge representative evaluated the system and replaced a broken wire pin on the camera. The system operates as intended.

Event description:
The customer reported, the system displays an error during fluoro runs and stops working. No patient injury was reported.